Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered grinding sound coming from the old style stirrer motor. The fse proceeded to replace the motor with a new brushless stirrer motor to resolve the issue. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to the old style stirrer motor.

Event description:
The customer reported obtaining erroneously low crem (modular creatinine) results involving the unicel dxc 800 synchron system. The customer repeated the patient samples on an alternate dxc instrument when the issue was noticed and higher creatinine results were obtained. The customer corrected twenty-three (23) patient sample results for this event; however, upon review of the provided patient data, only twelve (12) patient results were determined to be outside of the two standard deviations precision claim. Twenty-one (21) initial patient results were reported out of the laboratory but there was no change or affect to patient treatment in connection with this event.